Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not working , the insulin pump had blank display and buttons was not working. The customer blood glucose level was 200 mg/dl at the time of incident. Customer states the scroll bar was moving with no input. The customer tried to press the buttons so she can bolus, but she cannot unlock the insulin pump nor even pressing any buttons on it. Customer states that there was no response from any button. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected blank display or unexpected battery power loss noted during testing. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The insulin pump calibrated to the programmed test values properly and displayed correctly on the display graph. No unexpected calibration errors, keypad locking up, unexpected battery power loss, or blank display occurred during testing. (B)(4).